Manufacturer narrative:
Product complaint #: (B)(4). Batch # p58h3v. Photo evaluation summary: upon visual inspection of a photo, was observed the following: a cdh25a device from top view is show. The device shows the red safety engaged. The washer can be appreciated inside of the anvil and it was noted to be uncut and indented. Based on the photo alone the events describe are confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open total gastrectomy, the staples were wholly loosely formed when the device was used between the esophagus and the jejunum. The device was fully closed at the firing. The washer was not completely cut off. It was found that 3 unformed staples were remained in the staple housing. The surgeon commented that the firing force was lower than usual, and unusual light sound was heard. The target tissue was not cut completely, so that the additional cut was performed. Another cdh device was used to complete the case. There were no adverse consequences to the patient. The surgeon had experience in using cdh devices. No further information is available.

Manufacturer narrative:
(B)(4). Batch # p58h3v. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.